Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm, weak battery and battery failed alarm. Customer reported that battery longevity was less than six hours. Customer's blood glucose was unknown. Customer was not able to screw battery cap all the way otherwise display would go blank. After troubleshooting, customer was advised that battery cap would be replaced.